Event description:
Problem description: failed raid hard drive on server. Drive would not rebuild. System would not boot up after performing troubleshooting with OEM vendor dell. Lost of pt exams that were archived between the time of the last backup and the time that the server went hard down.

Manufacturer narrative:
A ge rep evaluated this issue. The ge rep reloaded all software and patches on new server hardware. Restored database from backup tape and checked for proper operation of equipment. Verified that it would archive new studies and retrieve old studies. Compiling a list of the missing pt exams. There was no pt injury associated with this event.